Event description:
It was reported that the device had a bubbled and punctured dso seal. No patient involvement. Int# (B)(4).

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause of the reported issue was delaminated dso seal and broken battery door. The dso seal and battery door were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.